Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had no power and screen appeared black. A field service engineer reset the ground fault and restored power to address the problem. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had experienced a power outage issue. The customer mentioned that screen was black and could not turn on. There were no adverse events or injuries reported based on this event.